Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the subject device exhibited the air/water cylinder had white foreign objects. Air/water tube had white foreign objects and jet tube had white foreign objects and was clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the observed white foreign material in the air/water cylinder, air/water channel and auxiliary water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed damage to the area where the foreign material was detected, and no additional device cleaning/reprocessing information was reported and or available. The following is included in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.